Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 16mg/dl, 173mg/dl. Tests were done less than 10 minutes apart with a difference of 139mg/dl. Pt did not experience any adverse events. No further info has been reported.